Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Investigation results: one lighttrail reusable 270um laser fiber was returned in one piece. The piece measured approximately 297.9 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 4 mm and appeared degraded from normal use. Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual examination of the connector revealed damage and tarnish to the sma. The tarnished connector, combined with the condition of the tip, indicates that this device was likely used successfully in procedures prior to the reported event. It is likely that the damage noted to the connector was a result of handling of the device. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a lighttrail reusable 270um laser fiber was used in a flexible ureteroscope procedure performed on (B)(6), 2019. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the fiber was not recognized by the console when connected. System error 1103 fiber identification failed appeared on the screen. The procedure was completed with another lighttrail reusable 270um laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber connector was damage.